Event description:
It was reported that drug leakage was observed at the connector-to-tube junction during priming. There was no patient involvement, harm or adverse event.

Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.